Manufacturer narrative:
The device was requested for evaluation, but not received. The investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
Reportedly after the implant of an the intraocular lens (iol) haptic broke off and the lens did not unfold in the eye. The incision was enlarged to remove the iol to an unknown size. A back up lens of a different model was implanted. There was no patient injury. Additional information was requested but not received.

Manufacturer narrative:
Updated d4, g3, h4, h6, h10 the device was requested for evaluation, but not received. A review of the device history record (DHR) did not find any non-conformities or anomalies related to the reported event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.